Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a beeping anomaly. It would beep at night for 15 to 20 minutes with no message on the screen. There was no alarm in the alarm history. The audio was set to vibrate but it was still beeping. The customer's blood glucose was 13.4 mmol/l. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm during self test and confirmed in the pump history due to broken pin 6 trace keypad assembly.